Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the controller stopped functioning, resulting in elevated blood glucose levels and subsequent hospitalization. Specific blood glucose levels were not reported. It was further noted that the patient attempted to power off the controller for an extended period. Upon restart, the controller occasionally vibrated but eventually ceased vibrating and could not be turned back on. The patient was unable to recall the exact date of the event but stated it occurred sometime in (B)(6) 2025. Symptoms reported include kidney infections difficulty breathing and muscles cramping. Hospital treatment included administration of fluids and intravenous insulin, and the patient was discharged a few hours after admission, on the same day.